Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre 2 sensor. A customer reported obtaining an unspecified high sensor scan as compared to reading obtained on a competitor meter. The customer experienced seizure, loss of consciousness, and was taken to the hospital where healthcare meter readings of 15 mmol/l and 16 mmol/l were obtained. The customer received unspecified treatment as he could not recall any further details of the event. There was no report of death or permanent injury associated with this event.